Manufacturer narrative:
(B)(4).

Event description:
It was reported that this product was part of a system revision due to erosion. The product was explanted. No additional adverse patient effects were reported. The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.